Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported that the insulin pump returned an error alarm during priming. Blood glucose level was 494 mg/dl at the time of the call. Caller reported that insulin was squirting out during manual priming. Troubleshooting showed that the drive support cap was sticking out. No further information was provided.